Event description:
It was reported that the patient felt the "wire" pulling at his neck and that he passed out four times in the past month when he swiped his magnet. The patient was instructed to talk to his physician about the issues. The physician offered to disable the device, but the patient wanted to continue receiving therapy because the vns helps with his seizures. The patient then had a surgery consult, and the physician tried to replicate the passing out from magnet swiping, and the patient became flushed in the face and neck and felt dizzy. The physician evaluated the device and found no issues. It is unknown if the device was only interrogated or if diagnostics were performed. The patient was not scheduled for surgery because he did not have the necessary paperwork. Surgery may occur, but it has not been scheduled to date.

Manufacturer narrative:
.

Event description:
It was reported that a patient was told by his physician that an x-ray showed his "wire" was disconnected. It is unknown what the "wire" was disconnected from. The patient reported that he was hit by a baseball bat a few months ago. Device diagnostics were taken on (B)(6) 2015 and were within normal limits. Attempts for further information have been unsuccessful to date.

Event description:
The patient reported that he felt shocking and had trouble breathing about every 15 minutes starting around (B)(6) 2015. He was at the lowest possible settings at that time. The patient's device was disabled on (B)(6) 2015, but the patient still felt the shocking and trouble breathing. The patient's device was programmed back on, and he didn't feel any shocking or trouble breathing. Programming the device off and back on resolved the patient's issues. No diagnostic testing was performed.

Event description:
Further information was received that the patient was still experiencing severe pain at his generator site from being hit with the baseball, even when the device is programmed off. He had been taking pain medication to treat the pain. His vns settings were still at the lowest possible levels. The patient was referred for generator replacement surgery, because the patient had good seizure control with vns and did not want to have it explanted. No surgical intervention has occurred to date.

Event description:
The patient had generator replacement surgery. The new generator was placed in the right chest. The explanting facility does not return product to the manufacturer. Therefore, no analysis could be performed. No further relevant information has been received to date.